Event description:
It was reported that a drill bit broke off in the device during a procedure at the user facility. No delay or adverse consequences were reported; additional information has been requested.

Manufacturer narrative:
Follow-up report submitted to document quality investigation results.

Event description:
No new information.